Event description:
An elderly pt was positioned prone in a mayfield skull clamp, for a posterior cervical fusion c1-c4 decompression. The event was described as follows; there was no change of position during the surgery. Three and a half hours into the procedure, the pt¿s head shifted (toward the end of surgery-the whole case was four hours long). His forehead was laying/pressing on metal headrest. The forehead was then padded with foam padding. The event did not result in pt injury requiring medical intervention-integra adult disposable skull pins (a1072) lot number ¿ 1120170, were used during the procedure. A stereotaxy device was not used during this surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.